Event description:
It was reported that the tubing was defective and leakage occurred during infusion with an unspecified bd pegasus. The following information was provided by the initial reporter, translated from chinese to english: it's found that tubing damaged and result in leakage during infusion.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8012107. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tubing was defective and leakage occurred during infusion with an unspecified bd pegasus. The following information was provided by the initial reporter, translated from (B)(6) to english: it's found that tubing damaged and result in leakage during infusion.